Event description:
Report received of an overdelivery. On 11/08/2004 at 1800, the device was programmed to deliver 2400ml of tpn at a rate of 100ml/hr. At 1000 in 2004, an unspecified nurse called the pharmacist requesting another tpn bag due to the first being empty. It was reported that the infusion rate of the tpn was changed several times through the night to unspecified rates; however, the tpn was still empty approximately seven hours too soon. When the suspected overdelivery was noted, the device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.